Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one sample. The following results were provided: (B)(6) 2023 sid (B)(6) first result was 45.09 ng/l. The lab performed the test 9 times over the next two days and all results were less than 5 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 53021ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 53021ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 53021ud00. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I assay for lot 53021ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one sample. The following results were provided: (B)(6) 2023 sid (B)(6) first result was 45.09 ng/l the lab performed the test 9 times over the next two days and all results were less than 5 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.